Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
The report is filed october 2, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 25, 2015.